Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the ventricular lead implant procedure, acceptable parameters could not be established. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to retract the helix was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.